Event description:
Reportable malfunction: on september 4, 1998 novo nordisk a/s rec'd a novopen 1.5 device from japan with the complaint that the piston rod did not move smoothly. No adverse event was reported in connection with this complaint. Result and conclusion of MFR's investigation - on september 10, 1998 novo nordisk a/s established that the collar on the piston rod nut was broken off when the device was tested for dose accuracy. The complaint was related to the failure found, meaning that the pt was aware of being in possession of a defective device. The device was tested for dose accuracy at different dose sizes of 1, 2, 5, 10 an 20 iu (1 iu = 10 mg). Conclusion - the fault "collar on piston rod nut broken off" was evaluated as a reportable malfunction on september 10, 1998.